Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the fifth of five truetome 44 used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the distal tip orientation was unstable. Reportedly, the orientation of the cutting wire and catheter were incorrect. An additional four devices were used with the same event occurring. The procedure was completed with a sixth truetome 44. There were no patient complications reported as a result of this event.